Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.